Event description:
The pt's blood glucose level was over 600mg/dl while receiving insulin from his infusion pump. His blood glucose level only dropped to 587 mg/dl several hours after a 10 unit bolus of insulin. He went to the hospital and received insuling intervenously until his blood glucose dropped to about 300 mg/dl.